Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit was experiencing suboptimal po2 levels. It was reported that post-oxygenator values, recorded at unspecified intervals, were between 45mmhg and 80mmhg. The facility checked the connection and the oxygen source, and no abnormalities were identified. They tried increasing the oxygen concentration to 100%, as well as increasing the flow rate from 3-4 l/min to 8-10 l/min. After approximately ten hours of being on ECMO support, the po2 was still too low. They ultimately decided to replace the kit with a new one, and the po2 increased to between 260mmhg and 290mmhg. It was noted that the new kit was from the same lot/batch. The patient reportedly lost approximately 300ml of blood due to the event. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not available for evaluation. It is unknown if all blood gas analyses were referring to post-oxygenator values because additional information was not provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The performance of the gas exchange is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. The cause may be patient induced, and it is highly unlikely to detect a failure in the retention sample. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were three quality events on this batch; however, none of them were related to the failure pattern at hand. As an evaluation of the product could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed. Based on the data provided, an evaluation of the gas exchange performance of the product could not be made. Due to an increased number of complaints describing a low post-oxygenator po2 value, a CAPA was opened for further investigation.

Event description:
A user facility reported that a patient on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit was experiencing suboptimal po2 levels. It was reported that post-oxygenator values, recorded at unspecified intervals, were between 45mmhg and 80mmhg. The facility checked the connection and the oxygen source, and no abnormalities were identified. They tried increasing the oxygen concentration to 100%, as well as increasing the flow rate from 3-4 l/min to 8-10 l/min. After approximately ten hours of being on ECMO support, the po2 was still too low. They ultimately decided to replace the kit with a new one, and the po2 increased to between 260mmhg and 290mmhg. It was noted that the new kit was from the same lot/batch. The patient reportedly lost approximately 300ml of blood due to the event. The sample was not available to be returned for evaluation.